Event description:
New information noted that patient had presented in clinic. Device interrogation revealed loss of capture of the left ventricular lead. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's left ventricular lead was capped and replaced on (B)(6) 2019 due to a capture anomaly. More information was requested but not provided.